Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that the procedure was to treat a calcified lesion in the distal cx while using the whisper guide wire, a small perforation occurred in the arterial wall. An attempt was made to treat the perforation with the graftmaster, however, it wouldn't cross and the stent became dislodged in the right femoral artery. A balloon was used to retrieve the stent. Although there was some delay of procedure, there was no additional adverse effects. The perforation was treated successfully with two vision stents. The pt was released within a few days. No additional event or pt info is available.

Manufacturer narrative:
Result and conclusions summation - product performance engineering reviewed the incident info. Perforation is not generally associated with a guide wire quality issue. Perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Without the device, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported perforation. The graftmaster indicated in b5 and d11 is being reported under MFR# 2024168-2008-00541.